Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that the aiming beam light was dim. Upon microscope inspection it was identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Also, it was identified that the connector face had burn marks and distorted light was exiting the connector face indicating an internal connector fracture. The reported allegation of black spots could not be confirmed. Due to the internal connector fracture and heavy burn marks on the face of the connector the black spots could not be observed. Device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of black spot and fiber connector fractured was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported allegation of black spots could not be confirmed, however, analysis of the returned fiber identified that distorted light was exiting the connector face indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure after using the fiber for the first time, it had black spots. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified that distorted light was exiting the connector face indicating an internal connector fracture.